Event description:
It was reported that the patient was reported to have twiddler's syndrome. The right atrial (ra) lead was found to have dislodged and exhibited non capture and high pacing impedance while to pacemaker was observed not to have migrated significantly. The right atrial (ra) lead was explanted and replaced while the pacemaker was re-positioned successfully. The rest of the system remained implanted. The patient was stable.